Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange.

Event description:
Healthcare professional reported a right side rupture discovered during explant surgery. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified, broken shell, underweight, crease fold. A microscopic analysis was performed which identify, sharp edge. And with non-penetrating nicks assessed, as surgical impact opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Stress mark. Based on the device analysis, the final assessment is: a sharp edge opening with non-penetrating nicks assessed, as surgical impact. Non-penetrating nicks. Part of the shell is missing assessed, as inconclusive.

Event description:
Healthcare professional reported, a right side rupture. Discovered, during explant surgery. Device has been explanted.